Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that specifications listed on the promotional literature did not match the device and was discovered prior to surgery. Neither the in-box literature or programmed parameters of the supplied device match the promoted features of the implantable neurostimulator (ins). Frequency was specified as having an upper frequency limit of 1200 hz, but was actually 130 hz as listed in product manual. Pulse width was listed as up to 1000 us, but was actually limited to 450us. The surgeon on this occasion had requested the ins based on these specifications. The ins was interrogated prior to surgery to confirm output ranges. An alternative device meeting the surgeons' requested requirements was used. The issue was noted as resolved at the time of the report.